Manufacturer narrative:
The investigation found that the sample tube seemed to slightly vibrate during pipetting, there was dust on the gripper wheels, and that there was a potential fibrin clot in the patient sample. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and the qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient on a cobas e 801 analytical unit. The patient had an initial troponin result of 84.2 ng/l. A second sample was collected and the result was 4.31 ng/l. The doctor questioned the result and both samples were repeated. The first sample was repeated and the result was 3.99 ng/l. The second sample was repeated and the result 3.10 ng/l.